Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed nine months remaining and one month later the battery status showed the explant indicator. Engineering analysis found that elective replacement indicator (eri) was set due to two charge times of greater than 15 seconds. Further review found that the device is high rate atrial sensing at an average rate of 342 bpm. High rate atrial sensing can cause an increase in power consumption. This increase in power consumption may have contributed to the long capacitor charge times and shorter than expected longevity. It was noted that the ICD should have enough power for the full 90 day replacement period, however boston scientific technical services (ts) noted that the capacitor charge times may be greater than 15 seconds. At this time the ICD remains in service and no adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and replaced. No additional adverse patient effects were reported.